Manufacturer narrative:
Corrected data: b3-date of event in previous MDR is corrected to (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: the lens was repositioned on (B)(6)2019 but the problem was not resolved. H3: device evaluation: the lens was returned in a micro-centrifuge vial with moisture and residue on lens. Visual inspection found no visible damage to the lens. H6 - patient code: 3191 - secondary surgical intervention, lens repositioned. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Two similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, - 18.0/+4.0/088 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to lens rotation not associated to a low vault. The lens was exchanged for a longer lens and the problem was resolved.